Manufacturer narrative:
Com-(B)(4).

Event description:
The transmitter was returned for evaluation. An external visual inspection was performed and passed. Voltage testing was performed and the device had no voltage. The transmitter was milled and voltage was applied. A pairing test was performed and failed. Bin analysis was unable to be performed due to it could not be paired with the nordic bluetooth device./a bin file review was unable to be performed. No share log data was available for review. The reported event of a transmitter failed error was undetermined. The probable cause cannot be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that the display device showed a transmitter failed error on (B)(6) 2018. The device has been received for investigation. A follow-up will be submitted upon completion of device investigation. No additional patient or event information is available.